Manufacturer narrative:
Work completion report is attached on replacement of carriage and inspection for use. Incident investigation report is still in process awaiting the carriage return evaluation.

Event description:
Acorn stairlifts, inc. Was contacted on (B)(6) 2023 by the customer's neighbor. His account was that the rider fell trying to get out of the stairlift at the top of the landing. The fall resulted in a broken hip. After further evaluation, the swing swivel actuator ring was broken. This can occur when the chair is pushed or "slammed" past the index plate catch that the swivel pin settles into the 90 degree turn. The seat swivel is a mechanical function that is initiated by the user; in that, a potential cause of the stairlift actuator failing is the user could have engaged the swivel paddle inadvertently.